Event description:
The patient reported that on (B) (6) 2010 her blood glucose measured 256 mg/dl at 7:00am, 304 mg/dl at 3:00pm, and 274 mg/dl at 6:00pm. On (B) (6) 2010, the patient injected insulin via pen and her blood glucose lowered to 129 mg/dl. She stated she changed all of her accessories in an attempt to lower her blood glucose, but her readings remained elevated. On (B) (6) 2010, she switched to the backup infusion device and her blood glucose returned to normal. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.